Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the patient's (B)(6) surgical lead was explanted and replaced with a percutaneous lead. This info was discovered by the MFR after reviewing the patient's files. The reason for the procedure is unk. No further info is available.